Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: a review of the pump black box data revealed no pump reboots. During testing, a test cap secured properly to the pump to maintain power; an intermittent power issue was not duplicated. The pump was exercised for 24 hours with no duplicated power interruptions. The pump case was removed, and no internal defects were found. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, which may lead to under delivery.